Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-06535. Reference MFR. Report: 1627487-2019-06536.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3; related manufacturer reference number: 1627487-2019-06535, related manufacturer reference number: 1627487-2019-06536.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-06535. Reference MFR. Report: 1627487-2019-06536. It was reported the patient experienced ineffective stimulation. The patient did not want to be reprogrammed, thus the physician explanted the system.